Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The following fields have been updated: b1, b2, b5, h1, h6.

Event description:
Additional information was received from the customer. The issue occurred in the middle of a diagnostic upper endoscopy. The procedure was delayed for 1 hour with the patient under deep sedation and was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During the device evaluation, a noisy image was observed, due to corrosion on the electrical connector. Additionally, the evaluation found the following: due to damage to the cover of the ultrasonic cable, the insulation resistance between the evis and ultrasound connector did not reach the standard. The adhesive on the bending section cover rubber was detached. Due to corrosion, switch 1 did not work. The elevator channel plug was deformed. The control unit, scope connector, electrical connector, ultrasonic connector, and the printed circuit and flexible circuit boards had corrosion due to water leakage (fluid ingress). Due to damage to the water suction tube, water tightness was lost. Due to adhesive peeling around connecting tube, the connection between the bending section and connecting tube was detached. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had an image problem. No patient harm was associated with this event. The device was returned to olympus for a device evaluation. Inspection and testing found that there was a gap of adhesive on the distal end between the acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.